Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Evaluation method code: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) year old male pt had developed a rash. The pt had woken up with a hand full of blood due to scratching the rash open. The rash had formed all around the electrode belt. The pt went to the ER and they gave the pt a steroid shot. The pt followed up with his doctor who informed them that the pt was allergic to nickel that is used within the electrodes. The doctor informed the pt to not wear the lv but to continue to keep the lv. The doctor informed the pt that if he begins to feel symptomatic he will need to put the lv back on in case it is needed. The pt has a follow up appointment with his doctor on (B)(6) 2015 and at that time the doctor will decide if the pt is going to end use or what the next step will be. The pt will inform zoll of the update at that time. The pt's rash is gone but pt is currently unprotected and not wearing the lv per the doctor.